Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The insulin pump was received with stripped battery cap coin slot.

Event description:
Customer reported that the paramedics were called and she was hospitalized due to low blood glucose. The blood glucose reading was 20 mg/dl at the time the paramedics arrived. Customer stated that she went into a diabetic coma and was found by her sister and she called the paramedics. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.